Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with and implantable neurostimulator (ins) for spinal pain. It was reported that patient tried to get in touch with the manufacturing representative (rep) but they are out. Patient said last time saw the rep in health care professional (hcp) office she changed the settings on her implant and said he had 2 settings and if he called she would help him over the phone to change back. Patient said he was getting shocks down his legs right now and wanted to change back. Patient said he had been on a setting since about a week after implant until a month ago when rep gave him new settings. Patient said with the prior settings b, he never felt stimulation but it helped the pain the most in his calves. After implant the pain was gone. Patient was currently set on a, program 1 at 3.50. Patient said he felt it on his right side hip and down his right foot. Patient wanted to go back to b. Worked with patient to activate b and patient increased to 3.3 the stim was irritating, decreased to 3.0 and said he was not feeling it at all. Patient has a hcp appointment on monday (B)(6) and hcp usually arranges to have the rep come in. Patient added he was a welder for many years and got enough shocks. No further patient symptoms or complications were reported in this event.